Manufacturer narrative:
The reported complaint of icy catheter (lot #(B)(4)) leak was confirmed during functional testing. A pinhole leak was observed at proximal end of distal balloon. The probable root cause of the pin hole leak was due to latent material defect. Visual examination of the returned icy catheter was performed and found no physical damage. Blood residue was observed on the balloons and on the luer tubing of the returned icy catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the icy catheter, a pinhole leak was observed at proximal end of distal balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings determined that the probable cause of the reported issue was due to a latent material defect. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for icy catheter with lot number (B)(4).

Event description:
After 24 hours of ivtm therapy, a hospital nurse observed blood in the start-up kit's tubing. The customer suspected an icy catheter leak, the physician immediately replaced the icy catheter (lot #(B)(4)) and the suk. The patient treatment was continued without further delay or issues. No consequences or impact to patient.